Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that after left ventricular assist device (lvad) implant, when the surgeon tried to wean the patient off of bypass, they became hypotensive. Despite high dose inotropes and pressors, the patient still had marginal hemodynamics and was unable to tolerate volume resuscitation due to severe right ventricular dysfunction. The surgeon elected to proceed with right ventricular assist device (rvad) placement.

Event description:
Additional information: the patient had preexisting right heart failure prior to the lvad implant.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) until the patient passed away on (B)(6) 2021, which is reported under MFR # 2916596-2021-05095. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2021. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.